Event description:
Reporter indicated that they were not able to establish communication with a generator during an implantation procedure. Troubleshooting was conducted, but did not resolve the issue. The generator was able to be programmed using a different programming system. The malfunctioning programming system was returned to the manufacturer for analysis, which confirmed the reported issue. The issue was found to be due to intermittent conductors in the serial data cable which runs from the programming wand to the handheld computer. Once a known good serial data cable was substituted, no further anomalies were identified with the programming system, or programming wand.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.